Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to login to pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that can't login to pyxis. A technical support specialist stated that the issue was resolved following a hard reboot performed by the customer and proceed with case closure as per the greenlight. The system functioned as intended after the technical support specialist troubleshot the device.